Manufacturer narrative:
In the initial report the name of the test in question was listed as "hcg stat." The name of the test is elecsys hcg test system. The hcg reagent lot number was 52806500 with an expiration date of 30-jun-2022. The investigation determined the event was due to a pre-analytical handling issue at the customer site. The issue was resolved by rerunning the sample.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and found a bubble in the sample. Multiple parts of the instrument were checked. The customer has not had any further issues after the initial low result for this patient. The investigation is ongoing.

Event description:
The initial reporter complained of a low result not corresponding to the clinical picture for 1 patient sample tested for hcg stat on a cobas e 411 immunoassay analyzer. The initial result was 2.94 miu/ml. This result was reported outside of the laboratory. The doctor requested a redraw as the patient was visibly pregnant. A new sample was obtained and the result was 39,600 miu/ml with a data flag. This result was believed to be correct. The hcg stat reagent lot number and expiration date were not provided.